Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: no deviations were found during review of the manufacturing and inspection documents (DHR). The nail kit was documented as faultless prior to distribution. An investigation was not possible due to missing product and information. The IFU includes several warnings, contraindications and adverse effects (implant damage, obesity, full weight bearing, long implantation time, nonunion). However, the DHR review revealed no deviations in the design and manufacturing. Based on this review a manufacturing issue can be excluded. With respect to the aspects discussed we regard to this case as not device but rather patient related (nonunion). No discrepancies were detected during risk analysis review. No nonconformity identified; no previous or actual actions are in place.

Event description:
The surgeon, reported via fax an event of breakage of a gamma nail. The patient underwent a surgical procedure for reduction due to a per/subtrochanteric fracture of the left femur in which he was implanted with a gamma nail on (B)(6) 2012. On (B)(6) 2013 he experienced the breakage of the nail during walking. The surgeon opinion is that the breakage was caused by the fatigue due to the concomitant disease of the patient at the implantation site (nonunion). The product was explanted on (B)(6) 2013.

Event description:
The surgeon, reported via fax an event of breakage of a gamma nail. The patient underwent a surgical procedure for reduction due to a per/subtrochanteric fracture of the left femur in which he was implanted with a gamma nail on (B)(6) 2012. On (B)(6) 2013 he experienced the breakage of the nail during walking. The surgeon opinion is that the breakage was caused by the fatigue due to the concomitant disease of the patient at the implantation site (nonunion). The product was explanted on (B)(6) 2013.